Event description:
The customer reported that they received erroneous results for one patient sample tested for intact human chorionic gonadotropin plus the ss-subunit (hcg+ss). The sample initially resulted as <0.100 miu/ml accompanied by a data flag and this value was reported outside of the laboratory. Later that same day, the customer started using a new reagent lot number, so they calibrated the new reagent and pulled the same sample to run as a correlation sample. The sample was repeated on the same day using the new lot and resulted as 406 miu/ml. The customer then issued a corrected report for this repeat value. The customer repeated the sample three additional times, resulting as 403.6 miu/ml accompanied by a data flag on (B)(6) 2013, 406.2 miu/ml accompanied by a data flag on (B)(6) 2013, and 380 miu/ml accompanied by a data flag. The customer did not know which result was correct. A second sample from the patient was tested on (B)(6) 2013 and resulted as <0.100 miu/ml. It was repeated 2 additional times on (B)(6) 2013 and resulted as <0.100 miu/ml each time. The patient was not adversely affected. Hcg+ss reagent lot number 17160105 with an expiration date of 06/30/2014 was used to obtain the initial sample result. All repeats were performed using hcg+ss reagent lot 17326805 with an expiration date of 10/31/2014. The customer explained that during the initial run of the sample, there was another sample that ran directly behind the sample in question. The other sample had a high concentration. Both samples were removed from the analyzer and recapped. The customer states that it is possible that the caps may have been switched. When the sample in question was repeated, it was mixed slightly before being uncapped and repeated. The customer believes it may be possible that residual serum of the other sample in the cap may have contaminated the sample in question. The field service representative determined that there was a faulty pinch tube and that the photomultiplier tube high voltage was out of range. He replaced the pinch tubing and adjusted the photomultiplier tube high voltage. All mechanical and operational checks passed.

Manufacturer narrative:
A specific root cause could not be determined. The most probable root cause of the issue is contamination of the sample caused by a mix up of the tube caps as explained by the customer. A general reagent issue could be excluded.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.